Event description:
The following description of the event was copied by a carefusion technical support specialist from email messages from the foreign distributor. "This ventilator was used in the reanimation under normal procedures, and it shows motor fault error message all the time during pt ventilation. Ventilator was working ok in all parameters and there is no other problem with this device. There are no problems with pt from this trouble. User placed the pt in another ventilator and ventilator was removed from service." "There was not any audible alarm in the first moment that we noticed this error message and this ventilator was connected with pt and was ventilating him normally without any trouble. During our investigation there was an audible alarm related with this message but was corrigible with alarm cancel button of keyboard, and after a few minutes it started again but never created problems in ventilating modes and process. No strange noise or strange ventilation."

Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2014. The information for this follow-up report was noted on 9/28/2015. Malfunction. No patient injury.

Manufacturer narrative:
Failure analysis: examined turbine/muffler assembly pn: 16350, rev. C, sn: (B)(4) and found that it functioned normally. Turbine/muffler assembly was installed into a known good vela test ventilator and evaluated per the vela ventilator service manual pn: l2859-101 sec 7.2.1 and 7.2.2. The vent version info window displayed the correct turbine serial number. I.e. Turbine sn: (B)(4). The vent date time window displayed the correct turbine hour meter reading. I.e. Turbine hours: 3277. Note: increased breath rate to 65 and peak flow to 90 and found no problems. Unit was operated for 3 hours. Finding/root-cause: could not duplicate, unit displayed motor fault, complaint allegation.

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. Event codes were derived based on info provided by the foreign distributor. (B)(4). The foreign distributor determined that the most likely cause of the reported event was a faulty turbine assembly. The foreign distributor was shipped a replacement turbine assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty turbine assembly for eval. As of december 29 2014, the alleged faulty turbine assembly has not been received. Should the alleged faulty turbine assembly be received and evaluated, a follow up medwatch report will be submitted.